Event description:
The customer stated the insulin pump was dropped and then an auto stop occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 63 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with a 2 unit basal rate for 24 hours and monitored for 3 days. All basals and boluses were delivered and properly recorded. The auto off alert functioned properly during testing. No unexpected auto off alert was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.